Event description:
A discordant (B)(6) result was obtained on one patient sample on an advia centaur analyzer. The initial result was not reported to the physician and there was no corrected report. There were no known reports of adverse health consequences due to the discordant (B)(6) result.

Manufacturer narrative:
A siemens healthcare diagnostics fse (field service engineer) was dispatched to the customer site. The fse analyzed the instrument and replaced the wash separation manifold, valves and pinch valve tubing. After the instrument maintenance was performed, controls and qc were run in replicate. The cause for the discordant (B)(6) result was unknown. The instrument is performing according to specifications. No further evaluation of the system is required.